Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a hypoglycemic event of unknown cause and self-administered rapid-acting carbohydrates; the user was described as physically or mentally unable to treat themselves at the time but did not lose consciousness, and no specific device malfunction or component issue was identified. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized impacts. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and no specific medical device problem or device component issue identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.